Event description:
Per the audiologist, the patient had not used his device in five years. Upon reactivation, the device could not connect to the software. An integrity test (date not reported) could not connect to the internal device. Explant and reimplantation is planned but had not been scheduled as of the date of this report, march 11, 2009.